Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) passed away due to an unknown cause. Three days prior to death, the pt was admitted to the hospital for an unknown reason. Subsequently, the pt was transitioned into hospice care (date not reported). The pt then passed away due to an unknown cause. It was unknown if capd therapy was ongoing until the time of death. It was unknown if the pt was performing capd therapy with a baxter solution at the time of death. It was unknown if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.